Manufacturer narrative:
This report is submitted on november 5, 2020.

Event description:
Per the surgeon, during an MRI (tesla 1.5) the magnet became dislodged. During the successful surgery to replace the magnet on (B)(6) 2020 it was noted that part of the skin-flap had become necrotic which has now healed.